Event description:
It was reported that implant was removed due to pain. Implant was causing pain to patient, tooth 31.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k133339.

Manufacturer narrative:
Zimvie received one (1) (B)(6) (imp, tsv, 4.7, 10, mtxf, mg,ha) for evaluation. Visual evaluation was performed. Slight wear however no damage to the implant was identified that would cause or contribute to the event. Markings due to the removal process. No malfunction with abutments. DHR review was completed for the subject lot number 1286561. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1286561 for similar events and one other complaint was identified (cmp-107476-2025). The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz rev 5, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did not occur. The returned implant shows signs of wear/use, however, no damage that would cause or contribute to the event was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.